Event description:
A lifesite pt developed a pocket infection. The apparent cause of the infection is unknown. The planned treatment for the pt is vancomycin and gentamycin with daily irrigations with 70% ipa. The pt is being treated for the infection and there is no plan to explant the lifesite device.